Event description:
Ous MDR - after an implantation period of about 48 months, oversensing with inappropriate therapy was reported. A lead failure was suspected. The lead was explanted, but not returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the returned device data. The returned device data have been analyzed. The analysis of the available iegm revealed noise in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Besides that, the device data, especially the documented trend of pacing and shock impedances showed no conspicuities. Based on the available data no conclusion can be drawn regarding the root cause of the clinical observation. However, should additional relevant information or the device, respectively the lead itself become available, the investigation will be updated.